Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc). For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a video-assisted thoracic surgery, the subject device was used. After 5 minutes of use, the tissue pad of the subject device was detached and seal & cut short circuit error occurred. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the detaching of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn but not detached. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.